Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the atraumatic tip of a 6f/7f mynx control vascular closure device (vcd) was cracked and wouldn't open. There were no reported injuries to the patient. The device was stored and prepared according to the instructions for use (IFU), and there was no damage to the device packaging prior to use. The deployer was mynx certified, and an unknown 6 french sheath introducer was used. Additional details were requested but were unknown. The device will be returned for evaluation.